Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. Clinical investigation: there is a temporal relationship between the event of hernia with subsequent repair and pd therapy on the liberty select cycler. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler. The hernia was documented as pre-existing prior to the start of pd therapy in (B)(6) 2018. Additionally, there is no allegation of a device malfunction or deficiency against any fresenius product for the hernia.

Event description:
During routine follow-up for an unrelated event this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) mentioned that when his catheter was installed ((B)(6) 2018) the surgeon noted a small hernia. The hernia had since become larger and required repair. Additional information was received from the peritoneal dialysis registered nurse. Per the pdrn, this patient presented to the hospital on (B)(6) 2018 with abdominal pain. The patient underwent hernia repair on (B)(6) 2018 which was not previously planned. The patient has a prior history of hernia repair several years ago. This hernia was pre-existing to the start of pd therapy on (B)(6) 2018. The patient was transitioned to hemodialysis in order for the surgical site to repair and was scheduled to meet the surgeon on (B)(6) 2018 to determine if he could resume pd therapy.